Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.019" x 0.55" was found to be broken off the yaw pulley. The broken piece was not returned. Additional findings not reported by site: the instrument was found to have damage of the conductor wire¿s insulation. No thermal damage was observed. Electrical continuity was unable to be performed due to the broken grip. The instrument was found to have mechanical indentations on the yaw pulley.

Event description:
It was reported that during central processing, a fenestrated bipolar forceps instrument had a broken tip. There was no report of patient involvement.